Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, the wake button was sticking. The customer experienced intermittent instances of elevated and low blood glucose (bg) levels. Elevated bg level reported as "high", low bg level was unknown, specific values not provided. Customer addressed bg levels by administrating manual correction injections, consuming carbohydrates, and receiving sugary drink provided by customer's partner. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.